Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health professional from vietnam of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2013, the patient was hospitalized for the event. On that same day, treatment was started with gentamycin (40mg, daily, ip) and cefazoline (1g,daily, ip). The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received by global pharmacovigilance from a health professional. On an unreported date, the patient had a break in aseptic technique further described as a pd exchange was performed in cold weather and the patient wore a scarf and their clothes were untidy. On (B)(6) 2013, the patient stopped the treatment with cefazoline and gentamycin. On (B)(6) 2013, the patient was discharged from the hospital. The patient recovered from the peritonitis. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the health professional reported a break in aseptic technique by the patient, described as a pd exchange was performed in cold weather and the patient wore a scarf and their clothes were untidy, which caused peritonitis. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.